Event description:
During a tfn procedure, the surgeon inserted the nail and was in the process of inserting the 11.0 mm helical blade and it would not go through the nail. Surgeon removed the blade and the nail, changed out the construct to another. Surgeon re-inserted the nail and the new blade and the blade would not go through the nail; surgeon removed the blade and re-reamed, inserted the blade for a third time and the blade went through the nail. The procedure was extended about three hours. This is one of three reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number, the device history records review could not be requested.